Event description:
Initial result for a patient tobramycin was 1.7 mg/l. When retested, the result was 7.6 mg/l. The field service representative attributed the problem to a clog in the sample probe. He repaired the instrument by replacing the sample probe. The physician adjusted the patient's tobramycin dosage based on the false low result.